Manufacturer narrative:
H3 other text : customer declined quote for service.

Event description:
It was reported to philips there was a device error service required and beeping with red x when powering on. There was no patient involvement. The customer was sent a quote for evaluation of the device. The customer declined the quote. The device remains with the customer. No conclusion can be drawn.

Event description:
It was reported to philips there was a device error service required and beeping with red x when powering on. There was no patient involvement.

Manufacturer narrative:
Changed device evaluation to "no." Changed report complete to "yes." Eproctor (B)(4).